Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint:(B)(4). Investigation summary :no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the high bmi patient. Sigma cr knee was done in 2011 and the tibia failed into varus collapsed medial bone on tibia. Implants removed with minimal bone tc3 rp was implanted with tibial sleeves for support. Loosening of unknown component at the bone to cement, cement to implant interface. Cement competitor was used. Doi: 2011; dor: (B)(6) 2018; right knee.